Event description:
The customer questioned results from 2 patients tested for either troponin t stat (short turn around time), cardiac t - troponin t stat or ck-mb - the mb isoenzyme of creatine kinase (stat "short turn around time") - ck-mb stat. The results for the patient tested for troponin t stat were erroneous and reported outside of the laboratory. The initial troponin t stat result was 0.02 ng/ml on the e601 analyzer. This result was not reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 0.9 ng/ml. A 2nd sample was obtained and the initial result on the e601 analyzer was <0.01 ng/ml. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 0.11 ng/ml. The customer thinks the repeat results from the other analyzer are correct. No adverse event occurred. The troponin t stat reagent lot number was 18746102 with an expiration date of 08/31/2016. The field service engineer (fse) visited the customer site and identified defective measuring cells. The measuring cells were replaced. Diagnostic checks were performed on the analyzer. All results were within specifications. The root cause was determined to be the defective measuring cell identified by the fse.